Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed alert 42 indicating a motor current sense failure during cartridge change, with the device unable to proceed after initiating rewind and prompting repeated restarts; the user placed the device on a charger and retried without resolution, switched to backup therapy, and blood glucose was reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included temporary interruption of insulin delivery requiring transition to backup therapy and replacement of the device. Investigation included review of device self-check alerts and troubleshooting guidance with the user. Investigation of this device revealed a suspected motor current sensing malfunction consistent with a motor drive or current-sense component issue that prevented rewind and setup from proceeding. It was concluded that the cause was a device malfunction related to the motor current sensing circuit.